Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg as the patient cannot align the charger due to ipg migration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.